Event description:
In 2008, the pt reported experiencing elevated blood glucose of 500 mg/dl after changing her infusion site on the day before at 6:30 pm. She stated that this morning she bolused 6-8 units of insulin. The pt was instructed to disconnect from her infusion site and to perform a prime. Insulin flowed from the end of the infusion tubing. The pt then reconnected to her infusion site and bolused 4 units of insulin. The pt called back on original date and stated that her blood glucose continued to be elevated. Since the initial report the pt had injected 4, 4, and 3 units of insulin. Her most recent blood glucose reading was 560 mg/dl and she had a "funny" taste in her mouth and was tired and had no energy. The pt changed her infusion site and stated that she noticed a leak around the luer connection near the adapter. She stated that the luer was not tight enough and she tightened the connection and cleaned the insulin from the adapter. The adapter was changed on one day earlier. Upon follow up on the day after the original date, the pt reported that she was "doing much better" and her blood glucose measured approx 130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.